Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while attempting to bow the wire a snapping sound was heard and the wire could no longer maintain the bow. All tension was lost. No wire fell into the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire melted/split the extrusion at the distal pierce hole. Additionally, the exposed cut wire appeared discolored from use. The distal pierce hole was elongated to approximately 8 mm (proximally from the distal pierce hole), which does not meet the maximum acceptable pierce hole elongation specification. This elongation allowed the cut wire anchor to slide proximally which led to a decrease in the length of the exposed cut wire. Functionally, the device was not able to meet the minimum bowing specification due to the melted extrusion (elongated distal pierce hole) and the altered exposed cut wire length. Furthermore, no break was identified to the cut wire and the handle was found to be intact. The condition of the returned incident device was consistent with the complaint that the cut wire would not come out of the sheath or show and that the wire would not maintain the bow. During manufacturing, the tome devices are 100% inspected for working length and cut wire integrity, as well as bowing/ handle functionality so the distal pierce hole was likely elongated due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, while attempting to bow the wire a snapping sound was heard and the wire could no longer maintain the bow. All tension was lost. No wire fell into the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.